Event description:
Patient was a (B)(6) male. Physician used the forceps to register and navigate out to the target (rll). Three samples were then taken with the forceps. Three samples were also taken with the 22g needle and the aott brush. After sampling, physician finished the procedure with a bal. Afterward, a potable chest x-ray revealed the presence of a pneumothorax. A small, right-sided chest tube was placed, and the patient is in stable condition. The patient is expected to make a full recovery and was dismissed from the hospital on (B)(6) 2020.